Manufacturer narrative:
Weight, ethnicity: unknown/not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided. Device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: the product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Suction loss after laser firing was reported. A brief description from the surgery center indicated that during the laser vision correction surgery of the left eye (os) on (B)(6) 2021, suction was lost several times resulting in a partial flap which the surgeon was unable to lift. The procedure was aborted and the patient returned at a later date for photorefractive keratectomy (prk) of the left (os) eye.